Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye verified that the heater bag tubing separated from the cassette. There was evidence that the heater bag tubing had been on the cassette port. The reported problem was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set with cassette leaked during peritoneal dialysis therapy. The caregiver stated that the heater line was separated from the cassette. The caregiver opened the door to remove the cassette after the therapy and found a lot of solution spilled out inside the amia and around the door. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.